Event description:
Caller reported the customer was experiencing elevated blood glucose levels of up to 222 mg/dl over the course of two days. Caller stated customer noticed that the cannula housing is leaky. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.